Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.   Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device advised shock on patient with obvious signs of death. In this state, the device may not be able to provide defibrillation therapy, if it were needed. The health care provider confirmed that the device use did not contribute to the patient outcome.

Manufacturer narrative:
Section d9 returned to manufacturer on of initial MDR indicates: blank. Section d9 returned to manufacturer on of initial MDR should indicate: 02/21/2024. Section h3 device evaluated by mfg of initial MDR indicates: no. Section h3 device evaluated by mfg of initial MDR should indicate: yes. Section h6 method code grid of initial MDR indicates: type of investigation not yet determined. Section h6 method code grid of initial MDR should indicate: testing of actual/suspected device. Section h11 additional mfg narrative of initial MDR indicates: stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h11 additional mfg narrative of initial MDR should indicate: stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. The device was evaluated by a stryker field service representative (fsr) as a precautionary measure. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. A stryker clinical representative reviewed the device electronic records and confirmed that the clinical download would be consistent with shock advisement as CPR was ongoing and the motion alarm was ignored. Therefore, the reported issue was verified, and the root cause of the reported issue was determined to be due to the user error, since the motion alarm being ignored.

Event description:
The customer contacted stryker to report that their device advised shock on patient with obvious signs of death. In this state, the device may not be able to provide defibrillation therapy, if it were needed. The health care provider confirmed that the device use did not contribute to the patient outcome.